Event description:
It was reported that the insulin pump alarmed button error during basal. Customer stated that the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 9.2 mmol/l. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found on the keypad traced during visual inspection. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.